Event description:
Event description guidant received information that the patient with this pacemaker experienced dizzy spells, especially with arm movement. The patient became asystolic with arm movement. Upon invasive investigation, the leads tested fine; however, the header of the pacemaker was loose. The device was explanted and replaced.